Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high impedance, oversensing, and a lead fracture. It was further reported that there was noise. The lead was capped and replaced. Several years later, the lead was explanted during another procedure. No patient complications have been reported as a result of this event.